Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. A correction is being made to section b4. The initial MDR stated 10/11/25; however, 11/11/25 is the correct date. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the arteriotomy locator, hemostasis sheath, carrier tube and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor, collagen and tamper tube are fully deployed. The returned sample appears to be used and was fully deployed. The anchor, collagen and tamper tube were present on the returned device. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely cause is the device was pulled with excessive force, causing the anchor to be pulled from the patient. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The physician did the steps correctly; however, the device did not deploy. When he pulled the device out to inspect, the footplate was still attached, and nothing was left intravascular. No blood loss was reported. The procedure for the patient prior to angio-seal use was iliac occlusion. The patient had an embolization procedure due to right leg thigh hematoma from a fall. Additional information was received on 21nov2025: hemostasis was achieved through fifteen (15) of manual pressure. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.